Manufacturer narrative:
Initial and final MDR 1912441 - MDR 3003442380-2024-14204 - device 2 of 7

Event description:
Unomedical reference number (B)(4). Event occurred in spain it was reported that patient faced 7 infusions sets fell off events on (B)(6)2024,(B)(6)2024, (B)(6)2024,(B)(6)2024, (B)(6)2024 and (B)(6)-2024 . Patient replaced infusion set and resumed insulin successfully. No further information available.